Manufacturer narrative:
The unit was received at the service center for the complaint that the unit is ¿over feeding¿ . The complaint was not verified as the testing results were all within acceptable parameters. A physical analysis was performed on the unit. There was no physical damage noted. The battery is not out of date. The unit was powered on by battery alone then the unit was connected to an ac cable and powered on. In both cases the device powered on, sounded audible tones , and lit the overlay led¿s. The unit was tested by running the 125ml rotor timed pump accuracy test and the delivery accuracy test. The allowable range for the test is 56.3 ml to 68.8 ml. The total amount delivered for this unit was 67.00ml which is within the acceptable range for testing. The feed test was run at 400ml/hr and delivered 100 ml with no errors. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the unit with the complaint that the unit was over feeding. This was noticed prior to use with no patient harm or medical intervention required as a result.